Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, significant black tissue and trunnion wear (reported as "penciled") as well as discoloration of the liner were noted. Patient was revised to a restoration modular stem construct with a metal head and mdm/ adm liner construct. Rep has some images to provide, and reported that no further information is available.